Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). One (1) used set without packaging was returned for evaluation. The set was tested for leakage per specification and failed. Visual examination of the set noted the luer of the distal spin lock connector, was full of excess solvent residue. The iso luer/taper test was performed and also failed. Visual examination of the set confirmed the distal connector to have excess solvent on the luer and failed the iso testing. This confirmed defect would be the cause of the set leaking at the connection of the distal connector. All available information regarding this occurrence has been forwarded to our material review broad (mrb) business unit leaders and all personnel involved in the manufacturing and inspection of this product in order to heighten awareness. Since a lot number was provided, a review of the discrepancy management system (dsms) database was unable to be performed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Manufacturer narrative:
(B)(4). The device involved has been received for evaluation and the investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.

Event description:
As reported by the user facility: nurse reports she noticed leakage of unknown chemo agent after patient received full therapy. After the bag was empty, the products continued to leak from the orange adaptor after it was emptied and clamped. The leak was noticed after infusion, small puddle on floor. No exposure to patient or nurse. Patient received full therapeutic dose. Nurse cleaned chemo spill as per facility protocol. No injuries reported.